Manufacturer narrative:
An event regarding a packaging issue involving scorpio pins was reported. The event was confirmed. The inner tyvek sheet, outer tvek sheet and blister with pins were returned. Visual inspection of the packaging found one pin hole on the inner tyvek pouch. Discussion with packaging indicated that the instrument was packaged per the drawing and found that it met specification. The event is not related to patient factors. Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for this lot. The event is confirmed. Pin holes were noticed on the tyvek sheet of the inner pouch however, the root cause could not be determined. Discussion with packaging indicated that the returned product was packaged per the drawing and found that it met specification. The packaging and the contents appear intact. The issue could have incurred during shipment/handling.

Event description:
When opening the pins it was noticed that there was 4 pin holes. There was question about the sterility of the pins.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
When opening the pins it was noticed that there was 4 pin holes. There was question about the sterility of the pins.